Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total pelvic exoneration, on stapling of the iliac vessels, the staple line was not complete and some staples were malformed. Only some of them formed enough to secure the vessel. The vessel was then sutured in order to avoid complete rupture and to complete the case.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of only the loading unit of a device. Nicks were observed on the knife blade. A review of the device history record indicates the product was released meeting all quality release specifications. Replication of the observed damage may occur if the instrument is applied over an obstruction. The instructions for use also states: when positioning the instrument on the application site ensure that no obstructions such as previous clips are incorporated into the instrument jaws. Firing over an obstruction may result in improperly formed staples. Improperly formed staples may result in leakage or disruption of the staple line. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time.if information is provided in the future, a supplemental report will be issued.